Event description:
During a tavr procedure the replacement valve was placed and an attempt to deploy failed due to the balloon not expanding. The balloon had ruptured prior to deployment. The valve was not retrievable and the procedure was converted to a fully sternotomy aortic valve replacement.